Manufacturer narrative:
Additional patient ID (B)(6). (B)(4). Initial implant procedure was done in (B)(6) 2015. Exact date is unknown. Device is not expected to be returned for manufacturer review/investigation. Therapy date of concomitant device is unknown. Patient code (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an initial procedure was performed in (B)(6) 2015 to address a sacral fracture that occurred as a result of a motorcycle accident to the patient. Originally implanted hardware was on the right side of the spine from l5-ilium, using two (2) screws, two (2) collars, two (2) nuts, and one (1) rod from the universal spine system (uss) set. No screw was implanted at s1 disc level. At an unknown point in time, the patient did not heal and develop a non-fusion. Also, the rod broke at the l5 disc level. A revision surgery was performed on (B)(6) 2017. Surgeon removed the rod, and then removed the l5 disc screw due to that fact that he thought it was a little loose and replaced it with one inch diameter size bigger screw. Surgeon left the iliac screw intact. Surgeon then contoured a new rod and connected it to the right l5 and right iliac screw position. Surgery was completed successfully and patient was reported in stable condition. Concomitant devices reported: 6.0mm titanium collar (part# 498.010, lot# unknown, quantity 2) titanium nut 11mm width across flats (part# 498.003, lot# unknown, quantity 2) 8.0mm titanium side opening screw (part# 498.87x (length of screw is unknown), lot # unknown, quantity 1) this report is for one (1) drive shaft-minimum 520mm length for use with ria. This is report 1 of 2 for (B)(4).